Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('received is same container are multiple tan metallic coil fragments'), pelvic pain ('suffered physical pain/ pain') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) year-old female patient who had essure (batch no. 50512917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, cervical cancer, vaginal itching, dysuria, excoriation, multigravida, yeast infection, uti, pelvic infection, light-headed, vaginal discharge, joint pain, headache, vaginal infection, uterine bleeding, cesarean section (2033,2008 and 2009) and sleeve gastrectomy. Concurrent conditions included migraine, joint pain, diphtheria, tetanus, diabetes, cramp in lower abdomen, pruritus, metrorrhagia, uterine bleeding, neck pain, tingling and migraine. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2011 to (B)(6) 2012 for contraception as well as azithromycin (azo) since (B)(6) 2017, caffeine;paracetamol (excedrin) since (B)(6) 2017, glipizide since (B)(6) 2017, ibuprofen since (B)(6) 2017, ibuprofen;paracetamol (midol) since (B)(6) 2017, insulin, iron since (B)(6) 2012, metformin since (B)(6) 2017, miconazole nitrate (monistat) since (B)(6) 2017 and vitamins nos (multivitamin) since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("lower back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal/bladder/urinary problems : vaginal infection"), 1 month after insertion of essure. On (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury") and depression ("psychological or psychiatric problems condition: depression/ psych injury"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and urinary tract disorder ("bladder/urinary problems : urinary problems"). The patient was treated with surgery (dilation and curettage and salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, vaginal infection, anxiety, depression and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight (B)(6) lbs. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Discrepancy noted in essure insertion date (B)(6) 2011 and (B)(6) 2012. Left side-4 coils were visible outside the ostium,right side-2 coils were visible outside the ostium she received treatment for pelvic pain, abdominal pain, dysmenorrhea, general abnormal bleeding, psych injury, urinary problems, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Pathology test - on (B)(6) 2020: gross description case verification is performed. All specimens are received with formalin. Received are 2 tan bilateral fallopian tubes, 6.4 x 0.7 x 0.5 cm and 7.2 x 0.7 x 0.5 cm. Both fimbriated ends are submitted entirely. Both specimens are serially sectioned. The smaller specimen is unremarkable. The larger fallopian tube is remarkable for a metallic coil. Also received is same container are multiple tan metallic coil fragments aggregating to 4.0 cm in greatest dimension. The coils are left in the container.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal bleeding, dysmenorrhea (cramping), vaginal discharge, depression, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received- essure removal reported. Case category upgraded from non-serious incident to serious incident. Reporter information and medical history was added. Event- device breakage added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('received is same container are multiple tan metallic coil fragments'), pelvic pain ('suffered physical pain/ pain') and genital haemorrhage ('general abnormal bleeding') in a 25-year-old female patient who had essure (batch no. 50512917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, cervical cancer, vaginal itching, dysuria, excoriation, multigravida, yeast infection, uti, pelvic infection, light-headed, vaginal discharge, joint pain, headache, vaginal infection, uterine bleeding, cesarean section (2033,2008 and 2009) and sleeve gastrectomy. Concurrent conditions included migraine, joint pain, diphtheria, tetanus, diabetes, cramp in lower abdomen, pruritus, metrorrhagia, uterine bleeding, neck pain, tingling and migraine. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2011 to (B)(6) 2012 for contraception as well as azithromycin (azo) since (B)(6) 2017, caffeine;paracetamol (excedrin) since (B)(6) 2017, glipizide since (B)(6) 2017, ibuprofen since (B)(6) 2017, ibuprofen;paracetamol (midol) since (B)(6) 2017, insulin, iron since (B)(6) 2012, metformin since (B)(6) 2017, miconazole nitrate (monistat) since (B)(6) 2017 and vitamins nos (multivitamin) since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("lower back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal/bladder/urinary problems : vaginal infection"), 1 month after insertion of essure. On (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury") and depression ("psychological or psychiatric problems condition: depression/ psych injury"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and urinary tract disorder ("bladder/urinary problems : urinary problems"). The patient was treated with surgery (dilation and curettage and salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, vaginal infection, anxiety, depression and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight 194 lbs. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Discrepancy noted in essure insertion date (B)(6) 2011 and (B)(6) 2012. Left side-4 coils were visible outside the ostium,right side-2 coils were visible outside the ostium. She received treatment for pelvic pain, abdominal pain, dysmenorrhea, general abnormal bleeding, psych injury, urinary problems, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Pathology test - on (B)(6) 2020: gross description case verification is performed. All specimens are received with formalin. Received are 2 tan bilateral fallopian tubes, 6.4 x 0.7 x 0.5 cm and 7.2 x 0.7 x 0.5 cm. Both fimbriated ends are submitted entirely. Both specimens are serially sectioned. The smaller specimen is unremarkable. The larger fallopian tube is remarkable for a metallic coil. Also received is same container are multiple tan metallic coil fragments aggregating to 4.0 cm in greatest dimension. The coils are left in the container.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal bleeding, dysmenorrhea (cramping), vaginal discharge, depression, device breakage. Lot number:50512917, manufacture date: 2010-04, expiration date: 2013-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-mar-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.